Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, pre-close placement of the sutures was attempted in a moderately calcified common femoral artery using perclose proglide devices. Reportedly, during deployment of three proglide devices, when the needle plunger was removed the suture broke. After the sutures of additional proglide devices were successfully placed 60-degrees opposite in orientation and set to the side, the access site was upsized to an unspecified size to accommodate the aaa delivery catheter. After conclusion of the aaa repair procedure, the knots from the proglide devices were sequentially advanced and tightened to achieve hemostasis. There was no adverse patient sequela and no clinically significant delay in procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide devices were filed under separate medwatch manufacturer reports. The common femoral artery was reportedly moderately calcified. The perclose proglide instructions for use state under special patient populations that the safety and effectiveness have not been established in patients with femoral artery calcium, which is fluoroscopically visible at the access site.